Event description:
It was reported that the communication between the charger and the scs ipg was intermittent and the pt expressed dissatisfaction regarding that. He had tried the charger with and without the belt and had pressed down on the antenna and no change to the charger was observed. A replacement of the charger was shipped to the pt. The device is still in use. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.